Event description:
It was reported that patient had initial surgery in (B)(6) 2011. No implant records or op notes are available. Patient presented to ER and was reduced. Patient was then admitted to ER again last night, dislocated and a decision to revise both components was made. The incision was made, grey dislocation observed. The small head was dislocated from the adm poly head, and sitting in soft tissue superior to the adm component. The surgeon said the cup is way too uncovered (horizontal) and also retroverted. The stem was neutral at best.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 50 adm shell. It was noted that the devices were not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.